Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room due to tones from her implantable cardioverter defibrillator (ICD). Upon evaluation, it was determined that shock impedance on this right ventricular (rv) lead was high out of rage. It was noted that there had been a single shock impedance measurement of 130 ohms and another at 114 ohms, but that impedances were otherwise stable between 90 and 100 ohms. It was reported that the physician would continue to monitor the patient. No adverse patient effects were reported. This rv lead and the ICD remain in service.